Event description:
It was reported to boston scientific corporation that an active cord was used during a procedure. According to the complainant, during the procedure, they were receiving intermittent energy due to the active cord. The procedures were able to be completed with this active cord as they sometimes received power. They received a new active cord which solved the issue. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.